Manufacturer narrative:
Product from this complaint was returned and evaluated. Our investigation did not identify a specific cause of the failure experienced. A review of complaint history for this product family (similar device types) revealed that we have had a limited number of complaints for this failure mode over the past 10 years. As reusable instruments, cutting blocks are exposed to multiple cycles of autoclaving and cleaning cycles which over time can breakdown the locking agents of set screws, plunger assemblies, etc. We recommend that instruments be routinely inspected for signs of wear and/or damage and replaced as necessary. Our investigation concludes that this is a limited event. No action is being taken at this time; however we will continue to monitor this device type and failure mode for future complaints and complaint trends.

Event description:
It was reported that a broken piece of instrument had to be removed from the patient approximately one year after prosthesis was implanted.